Event description:
Klinikum der university in germany reported to smiths medical in the UK that the 15cm line detached from the connector. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international in england. The finished product is further assembled, packaged and sterilized by smiths medical international. One a560 was received with the female luer lock (fll) disconnected from the tubing. The end of the tubing that was disconnected from the fll had a solvent ring present. Its location on the tubing indicated the tubing had been fully seated. The fll that was still attached to the stopcock was examined. The tubing taper of the female luer lock and tubing od were measured and found to be within specification. The set showed solvent had been applied, the tube had been fully seated, and the tubing and luer taper were the correct size. There were no mfg issues present during review of the device history record. The tubing sets were assembled in august 2006 and apr 2007 prior to reworking of sets from the machine being eliminated and maintenance coverage for the machines being increased. These sets were manufactured with non-dehp tubing. The tubing has been switched to dehp as of sept 2008. At this time, a root cause could not be determined. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.